Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On nov 14, 2007, the lay-user/reporter contacted lifescan alleging that a one touch profile meter would not power on. The reporter did not know when the alleged meter issue first started. The patient did not take any actions related to diabetes treatment as a result of the reported issue. After the meter issue began, the patient developed symptoms of sweating. The patient's blood glucose was tested on an unidentified device during the time of concern, but the reporter did not know what results were obtained. The patient reportedly did not receive medical intervention. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged he was unable to test his blood glucose for an unk period of time and developed symptoms suggestive of hypoglycemia after the alleged meter issue began.